Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered via remoted monitoring due to out of range pace impedance measurements when it comes to this right ventricular (rv) lead and device. The configuration switched to unipolar as a result. The patient was seen at the clinic and out of range pace impedance measurements were confirmed in the bipolar configuration. Noise was also noted resulting in oversensing. The patient had an underlying rhythm thus no asystole was noted. The patient underwent myopotential testing which showed noise in the bipolar and unipolar configuration. The rv sensitivity was reprogrammed allowing two times the safety margin to appropriately sense the r wave during intrinsic conduction. The patient was booked for another follow up in three months. The patient will continue to be monitored via remote monitoring. No adverse patient effects were reported.